Event description:
It was reported that during a training, the autopulse lifeband could not be fully extended when the autopulse platform was stopped after compressions. However, when the green "start/continue" button is pressed, the platform will continue compressions. Customer reported that this is an intermittent issue. No error messages were seen when the platform was powered down and back up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/20/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no physical damages to the platform. A review of the autopulse platform's archive was performed and the reported complaint that the lifeband, intermittently, could not be fully extended was not confirmed. The archive data shows no issues with the sessions occurring on the reported event date. Functional testing was performed and the reported complaint was confirmed. The platform ran for 30 minutes using a large resuscitation test fixture (lrtf) with no problems observed. However, the reported complaint occurred intermittently during functional testing. It was determined that clutch plate was defective. Based on the initial investigation, the part identified for replacement was the clutch plate. In summary, the reported complaint that the lifeband, intermittently, could not be fully extended was confirmed during functional testing. The fault was found to be due to the defective clutch plate.